Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 60 cm diameter abdominal aortic aneurysm. It was reported that an ultrasound found that the patient had a type ib endoleak on the left side. It was noted that the left common iliac artery distal to the endograft had dilated to 5.3 cm. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).